Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a stress and an electrical component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope distal end insulation was completely sheered off and fiber optics were sheered off; all inner components were on the outside. The issue occurred during a diagnostic broncho endoscopy procedure under sedation. There were no reports of patient harm or adverse health consequences associated with this event. The procedure was completed with a change in procedure/surgical technique.

Event description:
It was reported the bronchovideoscope distal end insulation was completely sheered off and fiber optics were sheered off; all inner components were on the outside. The issue occurred during a diagnostic broncho endoscopy procedure under sedation. There was no reports of patient harm or adverse health consequences associated with this event. The procedure was completed with a change in procedure/surgical technique.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.